Event description:
In 2003, a gore excluder bifurcated endoprothesis device was successfully implanted into the patient. The patient did not return for any follow-up visits. In 05, the patient returned to the hospital complaining of abdominal pain. It was discovered that the ebe device migrated down into the aneurysm sac and an expansion of the original aneurysm was noted by the clinician. In about 21/2 weeks later, the aneurysm was surgically repaired by attaching a dacron graft onto the proximal end of the excluder device thus containing the aneurysm sac expansion. The patient was doing fine. On the fifth day, the patient expired from a thoracic aneurysm which was not related to the product or this event.